Event description:
A user facility reports that, during insertion of an intraocular lens (iol), the haptic became detached. The iol was removed and a vitrectomy was performed.

Event description:
Additional info provided by the reporting facility indicates that recentration of the intraocular lens (iol) was required when positiioning a second lens used during an uncomplicated cataract extraction in the right eye. The reporter stated that the surgeon had difficulty getting the second iol unfolded in the eye. The surgeon did not have experience with high power iol's and their behavior. The pt has had an uneventful postoperative recovery with good visual results.